Manufacturer narrative:
D2: additional medical device types: qqx. E1: initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported that during use of the bd respiratory viral panel for bd max¿ system, a false positive flu a patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: there is an indication of a bd pcr cartridges (ref. (B)(4)) issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 signal drift issue associated with the bd pcr cartridges lot was not identified but a corrective and preventive action has been initiated to identify root cause. Although the issue was not reproduced when testing retain cartridge material, bd confirms the complaint based on the investigation that was performed.bd quality will continue to monitor for trends.

Event description:
Report 1 of 4: it was reported that during use of the bd respiratory viral panel for bd max¿ system, a false positive flu a patient result was obtained. There was no report of patient impact.